Event description:
The customer observed falsely elevated psa results for one patient while using the architect total psa assay. The customer indicated that a patient generated a result of 11.6 ng/ml. This patient had a result of 2.9 ng/ml one year earlier. The result was not reported out of the laboratory. No adverse impact to patient management has been reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 12012lf00 and met acceptance criteria, which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect total psa reagent list number 07k70-25 , lot number 12012lf00, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.